Manufacturer narrative:
Visual inspection revealed no anomalies. Device evaluation indicated multiple bits were flipped which likely contributed to a temporary high current drain and reverted the device to bvvi mode. When automatic settings were programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing which also affected the estimated longevity of the device and likely caused the eri flag to be triggered. After reloading the product code, the device image revealed no anomaly other than voltage being at eri. The implant duration was 9.13 years, which exceeded the device's 8.18 year projected longevity, and is considered normal battery depletion. The reported incident of back-up vvi was confirmed and unrelated to the patient death. The cause of the death was due to a stroke.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, it was reported the device was in back up mode with high battery impedance, likely due to normal battery depletion. The device will be explanted and replaced. The patient's condition was stable. No further information is available.

Event description:
It was reported in (B)(6) 2017 that the patient had expired due to stroke. It was indicated the patient death was unrelated to the device.